Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the patient had an MRI yesterday, but was still hearing the critical alarm today. The pump was read and still showed an active alarm and pump stalled for 0 hours and 0 min. The pump logs showed a motor stall at 12:44 and then a recovery at 13:21 yesterday, and also showed a 48 hour tube set alarm even though the pump had not been stalled for 48 hrs. The current active alarm was for tube set. The rep silenced the alarm, but pump still showed a motor stall alert showing pump has been stalled for 0 hours and 0 minutes. When pump was read again it still showed an active alarm for tube set but also showed that it was silenced. The rep will wait around a bit to ensure the pump was not alarming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.